Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-00444. It was reportable that patient¿s right lead migrated to t11 after patient reported increased activity. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead migrated, and both are being reported.